Event description:
An alarm issue was reported with the adc device in use with iphone x with ios operating system version 16.7.1 and app version 2.10.2.7677. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, was not able to move, and had a loss of consciousness. The customer was treated with honey and orange juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration of iphone 11 pro ios 16.6, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone x with ios operating system version 16.7.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, was not able to move, and had a loss of consciousness. The customer was treated with honey and orange juice by a third-party. There was no report of death or permanent impairment associated with this event.